Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection noted irregular balloon burst. No pieces of sac were missing. Evaluation found noted irregular balloon burst and no pieces of sac were missing. Sample was evaluated under microscope and no conditions found that could be associated with the reported event. Exact cause could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: contraindications: method for use: do not reuse. Do not resterilize. This device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon]. Applicable patients: do not use in patients who are or have been allergic to natural rubber latex.

Event description:
It was reported that it was difficult to deflate the balloon of the catheter. It was later reported per additional information received via email on 07 april 2019 from ibc representative, a balloon burst was found. There was no missing pieces. Per additional information received via email on 12 april 2019 from ibc representative, it is unknown if the balloon was burst to remove the catheter.